Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reported.

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guide wire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.